Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker wanted detailed information regarding the use of electrocautery and their device, as the patient was considering a non-device related medical procedure, for which electrocautery would possibly be used. The patient also noted that in the past, during a pacemaker check in their clinic, they had passed out during threshold testing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Approximately five years later this device was explanted for normal battery depletion (nbd) and returned for analysis.